Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2020-00097: head, 3025141-2020-00099: stem.

Event description:
An arh slideloc radial head replacement system was implanted in the patient. At some point post op, the head/ neck dissociated from the stem. In a revision surgery, the head/ neck was removed; the stem was left implanted.